Event description:
It was reported the patient¿s implantable neurostimulator (ins) battery had depleted. The patient was reportedly told the ins would last for five years, but ¿it did not last that long.¿ it was noted the patient ¿wanted to replace battery¿ at the time of report. It was further noted that due to the political situation in the patient¿s own country that it would not be possible to receive a replacement there and that the patient would need to go to another country to have the ins replaced. There was no planned ins replacement noted as of 12 days after initial report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).